Event description:
It was reported by the that the device was used during a hemorrhoidectomy. It was reported that the staples misformed. The case was completed by overstitching. There was no consequence to the patient.